Event description:
It was reported the epg (external pulse generator) had no ventricular output. It was further noted that it would not pace during or (operating room) care, but extra epgs were available. The epg was returned for repair. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: analysis confirmed the reported event, the heart lead flex and output connectors were damaged. The heart lead flex had an open trace on the ventricular side and the atrial output connector was damaged on end that plugs into the heart lead flex. There was no silicone on the output connector nuts, looked to be customer damage. It was also noted that the upper and lower case, side bail covers and the battery drawer were broken, the battery release, ring cover, heart block and heart wire contacts were contaminated, the battery contacts were compressed, the keyboard was scratched and the upper lead of the keyboard was skewed in the display connector.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).